Manufacturer narrative:
Recall 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on 06/15/2011 with the following findings: during evaluation the force sensor was found to be out of calibration and the force sensor assembly was physically damaged. During testing, the load step did not detect the cartridge and dispensed fluid emitting a no cartridge detected alarm.

Event description:
The patient reported that the pump dispensed insulin during load cartridge phase.